Event description:
The customer reported that the 9900 system left monitor would not display. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The video cable connection was repaired during the service call.